Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range of over 125 ohms. Technical services (ts) reviewed this rv lead impedance trend and noticed a gradual rise over time indicating calcification and difference between delivered and daily impedance. Ts recommended a commanded shock to evaluate conversion effectiveness and real shock impedance measurement. Further information was indicated that a lead revision is planned but it was not scheduled, and no information was given regarding if commanded shocks were given. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance out-of-range of over 125 ohms. Technical services (ts) reviewed this rv lead impedance trend and noticed a gradual rise over time indicating calcification and difference between delivered and daily impedance. Ts recommended a commanded shock to evaluate conversion effectiveness and real shock impedance measurement. Further information was indicated that a lead revision is planned but it was not scheduled, and no information was given regarding if commanded shocks were given. Eventually, this rv lead was explanted and replaced due to the previously mentioned impedance issue. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.